Event description:
When entering store rptr felt like he was going to faint. He didn't realize he went through a magnetic sensing device until he left the store. The alarm went off and his pulse started to fluctuate. Rptr will not go in again. They have no warning signs on the doors. Rptr is to avoid all magnets. They need access to the store for people like me.